Event description:
The customer reported that the device did not activate when plugged into two different generators. The surgery time was extended more than 30 minutes. There was no blood loss and no tissue damage.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.